Event description:
Device powered off during deployment. (B) (4).

Manufacturer narrative:
Method: based on the customer's account of the incident. Conclusion: this report is being filed as it cannot be concluded that recurrence would not result in a delay of therapy.